Event description:
It was reported that pump displayed power source alert 07 and experienced battery charging issue that began before contact with technical support. There was no reported adverse impact to the customer¿s blood glucose level. Issue resolved when pump began charging without changing charging supplies, pump did not shut down or become unable to turn on, and no further assistance was required.